Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within product specification. X-ray examination of the lead found no anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented experiencing severe tricuspid valve regurgitation. While explanting the right ventricular (rv) lead, it was noted that the rv lead exhibited a dislodgement. The lead was explanted and replaced. The patient was in stable condition.